Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 9/21/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the product was received in a little jar with fluid. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: additional information received indicated that this subject has been seen for her follow-up visits, and the surgeon has reported that removing the lens did not get rid of the symptoms the subject was experiencing. The doctor believes that no matter what lens the subject has implanted, due to her anatomy, she will have problems with visual symptoms. It was indicated that the doctor will not be explanting the fellow eye (left eye) lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Reporter email address unknown, information not provided. Reporter phone: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 1-month clinical study visit on (B)(6) 2020, the female patient requested explants for both eyes due to undesirable optical outcome of severe halos and glare that affected patient's daily living (unable to drive in the day time). The patient was unable to perform her life style related tasks and the symptoms impacted her visual acuity. Right eye (od): 20/63. Left eye (os): 20/50. The pre operation monocular best corrected distance visual acuities (bcdvas) were 0.63 decimal for od (equivalent of 6/9.5 or 20/32 snellen) and 0.63 for os. On july 1, 2020 when the complaint was noted, the monocular uncorrected distance visual acuities (ucdvas) were 6/19 for od (equivalent of 0.32 or 20/63) and 6/15 for os (equivalent of 0.40 or 20/50). The monocular bcdvas that day were 6/9.5 for od and 6/9.5 for os (equivalent of 0.63 or 20/32), with additional complaints of blurry and double vision. Additional information reported indicated that the first-eye, right eye (od) lens was explanted on july 13, 2020. No further information was provided. The patient had bilateral implants. This report is for the right eye (od). A separate report is being submitted for the patient's left eye (os).